Manufacturer narrative:
9610877-2022-00565 (16sep2022 sent) cancels due to incorrectly submitted MDR.

Event description:
9610877-2022-00565 (16sep2022 sent) cancels due to incorrectly submitted MDR.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When I tried to use the device, I noticed that all the buttons did not respond. This event occurred at the time of before use. There was no report of patient harm.